Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cannula was inspected and it was noticed that the tube could move with respect to the bowl feature. The weld that joins the tube and the bowl was cracked around the circumference. The tube could can be separated from the bowl as a result. The cannula was built prior to implementation of improved welding process at the supplier . No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the single site curved cannula came apart at the start of a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.